Event description:
End user was injured when the brakes failed on a model 65650 rollator. End user had engaged brakes but when he went to sit on the seat, the brakes failed, causing the rollator to roll away. End user sustained bruising. No report of medical intervention. Will update if more information becomes available.